Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. It was reported that the first primary tubing set was being used to deliver either an unspecified concentration of sodium chloride 250 ml or an unspecified concentration of heparin 100 ml, at an unspecified rate. At an unspecified time, the option-lok male adapter of a second primary tubing set was connected to the distal clave y-site of the primary tubing set for a piggyback delivery of either an unspecified concentration of sodium chloride 250 ml or an unspecified concentration of heparin 100 ml. After an unspecified length of time, it was reported that the distal tip of the option-lok male adapter of the second primary tubing set had broken off and remained lodged inside the clave y-site of the first primary tubing set. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.